Event description:
Unusual smell is given off, and smoke went up from c-arm during a standby mode of this system in surgery room. Add'l errors with the system power also occurred. No pt injury.

Manufacturer narrative:
The service rep replaced a part in the system. The system operates as intended.